Event description:
Information received from the field does not address the patient's clinical status but notes that during the implant procedure, interrogation, while the device was still in the box, showed eol/rrt.